Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to press. The customer's blood glucose value was unknown. Customer stated battery life was diminished and battery not lasting 7 days. Customer stated insulin pump reject new battery and crack on screen. The insulin pump will not be returned for analysis.